Event description:
It was reported that four days after a device change out, an interrogation of the device noted low impedance on the atrial lead. It was noted that the lead impedance was higher in unipolar pacing than in bipolar. A month later the atrial lead still showed the same issues. The lead was left in unipolar pacing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.